Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged insulin gauge issue could not be verified. A different issue was also identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, an occlusion alarm occurred and the battery gauge was fluctuating. The customer's blood glucose was 150mg/dl. Reportedly the customer continued to use the pump for insulin therapy.